Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. No anomalies were found.

Event description:
It was reported that while patient was in labor, there were occasional pauses in the paced rhythm. During the device follow up visit approximately two weeks later, oversensing and noise were noted during device testing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.